Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited high and low out-of-range pacing impedance measurements, loss of capture at maximum outputs, and non-detection. The high out of range pace impedance measurements had been observed since the past year. The patient is not pacemaker dependent. Subsequently, an invasive procedure was performed in which the rv lead was surgically abandoned and replaced. The device was explanted and replaced as well. Additional information was received indicating that the cause of the observation was not identified. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.